Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm and bilateral iliac artery aneurysms using gore excluder aaa endoprostheses featuring the c3 delivery system. Aortic anatomy was tortuous and the proximal neck angle was severe, measuring about 85 degrees. The delivery catheter of the gore excluder aaa contralateral leg endoprosthesis was advanced outside the sheath which resulted in trailing olive separation. The contralateral leg was fully deployed, but there was no overlap with the trunk-ipsilateral leg. Another contralateral leg was placed which sealed the gap. Completion angiography revealed a proximal type-1 endoleak which did not completely resolve after ballooning. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use warns against advancing the device outside the introducer sheath; the sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Complications that may occur and/or require intervention include, but are not limited to, improper component placement and endoleak. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. Add'l gore device related to this event: rmt281418/8773948.